Event description:
On 03/28/2016, the distributor reported to rymed that they had received notification that their customer had experienced an issue with the product. Reported that when the device was removed from the package, the cap fell aprat. No patient injury becasue it never reached the patient. 1 sample was received 03/30/2016. It was confirmed that there was 1 incident where the connector separated prior to use. No details surrouding the incident is available. Reported as product code 460207, lot unknown. This report is a post inspection retrospective review.

Manufacturer narrative:
This report is a post inspection retrospective review. 2016 incident.

Manufacturer narrative:
Follow up #01: corrected the 510k number (g.3) which contained a typo in the initial report; corrected from k991652 to k991653.